Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, lead noise was observed. Lead provocation tests were completed and the noise could not be reproduced. The device was reprogrammed to a higher ventricular fibrillation zone to resolve the issue and the patient was stable.